Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. Investigation results will be provided in the final report.

Event description:
Prior to implant, the helix of the right ventricular lead was unable to extend. The lead was not implanted and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray examination found overtorque of the inner coil consistent with procedural damage. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to the helix clogged with dried blood/tissue and overtorqued inner coil. The reported event of failure to extend helix was confirmed.